Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer declined to state their blood glucose level during the call to tandem technical support and they declined troubleshooting to determine a possible cause of the occlusion.